Event description:
Hosp staff used device to monitor a pt during a procedure. Reportedly during the second charge sequence, the device printer started to stutter, the service light came on and the charge could not be delivered. A back up device was made available and used to continue to treat the pt.